Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during the procedure, the balloon failed to inflate properly. The balloon catheter was initially inflated to 10 atmospheres for 1 minute. Subsequently, the device was removed, and upon removal, the distal shaft fractured. A new balloon catheter was then promptly replaced, and the procedure was completed. There were no patient complications reported, and the patient was stable following the procedure.